Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device confirmed that the stent is severely deformed at its proximal end. The stent is displaced distally. Stent imprints on the exposed balloon surface indicate that the deformed stent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to external factors during procedure.

Event description:
An orsiro drug-eluting stent system was selected for use. During the attempt to cross the calcified lesion resistance was felt. Therefore the device was removed from the patient's body and a stent deformation was noticed.